Event description:
A customer reported to beckman coulter, inc. (Bec) that he was sprayed in the face with liquid from unicel dxc 800 pro synchron clinical system. The customer was wearing gloves and eye glasses at the time of the event. Msds was not reviewed, but the facility has an exposure control plan. The customer did have blood taken for hepatitis c and routine blood count test, and filed internal health incident report. All the blood test results came back normal.

Manufacturer narrative:
The customer was sprayed in his face with liquid from low air pressure regulator. Bec field service engineer (fse) visited the site on (B)(6) 2011 and found that the fluid was condensation from the compressor assay and that there is no risk of contamination from the exposure. There have been no other fluid leaks and the system was operating at the time of the customer's call. (B)(4).